Manufacturer narrative:
The received device had the cannula assembly deployed. The device reported an 0x1c alarm after operating for 80 hours. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 30 mmol/l (540 mg/dl) while wearing the pod on the back between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.